Event description:
A nurse contacted baxter (B)(4) regarding a leak from a minicap transfer set. It was noted the liquid could not be stopped even after closing the clamp. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation. One used set with no cap on dark blue connector and no cap on patient connector was received in reference to leak. Functionally, the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. The set was visually inspected and noted that both of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. Set was visually inspected with discoloration (pinkish) noted on the patient adapter.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a minicap transfer set was confirmed; however, no root cause could be determined.